Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked. On (B)(6) 2024, the nurse placed a closed-circuit intravenous (IV) needle in a child, and after the placement was completed, the child's parents found that there was blood leakage from the closed-circuit IV needle. The nurse immediately calmed the patient and his family and obtained consent to replace the closed-circuit indwelling needle with a new one of the same lot number to complete the cannulation. The department reported the adverse event, and the warehouse contacted the supplier, (B)(4).

Manufacturer narrative:
1. The customer returned 1 photo, no defective sample. The photo shows leakage at the connection between the catheter and the catheter hub. 2. DHR/bhr review lot 3262325 1.this batch of products were assembled at intima ii auto line 2 in october 2023, and packaged at r240 package line in october 2023. Work order quantity was 198,000 ea. 2.review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3.review the production records with no nonconformance, deviation or rework activities. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion the returned photo shows leakage at the connection between the catheter and the catheter hub. The root cause of this defect cannot be determined because there are no abnormalities in the process and retained sample, no similar complaints have been received from other hospitals regarding this batch of products, and no defective sample is received for further testing and analysis.

Event description:
No additional information provided.